Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon manually sutured and performed a colostomy to complete the procedure. The hosp has reported the patient's condition is satisfactory.